Event description:
While performing the removal of calcium deposits from the shoulder the plastic surrounding the needle tip began to split and was visible under ultrasound. The bulk of the procedure was performed on high cutting power. Per the information provided, the doctor did not remove anything form the patient and there were no pieces of nose code left behind. The doctor did not perform an intervention and the patient did not have any complications due to the reported product failure.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual examination confirmed the damage to the nose cone. No additional damage was observed to the device; the needle was intact and there was no further damage to the handpiece. Functional and simulation testing could not be conducted due to the state in which the device was returned. The damage to the nose cone is on one edge of the sheath which is splayed/deformed indicating side loading of the needle. Side loading of the handpiece caused friction and heat transfer to the sheath. The deformed edges indicated material did not fracture therefore material separation is unlikely. It is probable that the damage was caused by impact due to use on hard tissue.